Manufacturer narrative:
The insulin pump unit had a33 alarm during prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor. Pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to a33 alarm. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, he was filling the tubing and the insulin pump alarmed compromised force sensor resister and insulin stopped coming out. Customer did not recall his blood glucose level at the time of the alarm. Troubleshooting was performed on the device and no anomalies were noted on the drive support cap. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced, customer agreed to return the device for analysis.